Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: traces of dirt (lime scale & corrosion) in main socket. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the lime scale deposits on connector and traces of dirt (lime scale & corrosion) in main socket could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited lime scale deposits on the connector. The issue occurred during reprocessing. There were no reports of patient involvement.